Event description:
It was reported the device was used during a laparoscopic nissen fundoplication and the case was completed. The pt later showed symptoms of peritonitis (time frame unknown) and was brought back for reoperation. The surgeon found a perforation on the greater curvature side of the stomach wall where they had previously used the babcock. Pt recovered with no further complications.